Event description:
It was reported that a patient underwent an open heart surgery on and unknown date and pacing wire was used. Approximately two weeks post operatively, the wire broke at the connection area to an external device and is still in use on the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.